Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). It was reported to abbott, an ipg had an issue connecting to a clinician programmer. Once connected, the connection was unstable. Multiple contacts were showing impedances that were out of range. The patient didn¿t experience a loss of therapy. Surgical intervention was taken where both extensions and ipg were replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-04849 and 1627487-2023-04851. It was reported that the patient had trouble connecting their ipg to external devices, the connection being unstable when connected. Additionally, multiple contacts showed as out of range. Surgical intervention took place wherein the ipg and extensions were explanted and replaced to address the issue.